Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips fell out of instrument, could be removed, no further information is available. No device will be returning. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.